Event description:
Pt getting teeth brushed with an oral b cross action battery powered toothbrush bit down at edge of bristles where control for spring-loaded head was located. Toothbrush head ejected into their throat; bristles into trachea and connector lodged in palate. Heimlich maneuver unsuccessful because bristles still permitted air to pass through so force could not be generated. Pt cyanotic; unable to breathe due to foreign body obstruction of airway. Family member and 2 neighbors held pt down, pried open mouth, and one was able to dislodge the toothbrush head. Paramedics then arrived; scene was bloody but pt was spontaneously breathing by then. Pt was then taken to medical center. A palatal scrape and upper body petechiae were noted. Penicillin was prescribed and pt was released. Palate is improving; pt has a bruise on their left shoulder. Family member says pt hasn't been taking as much orally, but seemed to be eating better today. Concern is that release button for spring-loaded head of toothbrush is located too close to bristles and could be easily triggered by a bite or gum pressure while brushing.